Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the distal portion of the cartridge split. The device was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
The used company iii (d) cartridge was returned. Viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into a handpiece. The tip of the cartridge is not split. Heavy stress lines are observed which may have been interpreted as a split. The company product history records were reviewed documentation indicated the product met release criteria. The lens model/diopter used was not provided. It is unknown if a qualified product combination was used. The report split tip was not observed. Heavy stress was observed which may have been interpreted as the reported complaint. Stress is an expected occurrence with a lens delivery and does not denote a product deficiency. However, it can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. In addition, if the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. It is unknown if the lens model used was qualified for use with the company iii (d) cartridge. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).